Manufacturer narrative:
Pump received with button error alarm and intermittent express button response due to corroded keypad traces. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot. (B)(4).

Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that the buttons were not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.